Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records were not reviewed as the event was determined to be unrelated to the implanted zimmer biomet device. During the investigation process, the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there were no indications of product or process issues identified affecting implant safety or effectiveness, the implanted products are not identified as the source or contributing to the reported infection. The root cause was determined to be traced to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: femur cemented posterior stabilized (ps) standard right size 11: catalog#42500607002, lot#65423934; tibia cemented 5 degree stemmed right size f: catalog#42532007502, lot#65417548; all-poly patella cemented 38 mm diameter: catalog#42540200038, lot#65960834; unknown palacos cement: catalog#ni, lot#ni. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported via a clinical study that a patient underwent an initial total knee arthroplasty. Approximately six (6) weeks post-implantation, the patient reported increased pain, lack of range of motion, swelling, and effusion. Subsequently, the patient underwent an irrigation and debridement procedure with an exchange of the polyethylene bearing due to deep infection. The procedure was completed without complication and the patient is reportedly doing well at one-year post-operation.